Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with trellis 8 80x30. The customer states that during a procedure, the proximal balloon failed during the second run and would not inflate. The physician attempted to keep the balloons inflated by multiple re-inflations. During the second run, it was noted that the patient's breathing became shallow, trellis procedure stopped and vital signs were monitored. Patient was sent to recovery for observation after the case was stopped. At this point the patients vital signs returned to normal, bleeding was then noted in the patients mouth. No medical intervention required. Patient was treated with angioplasty the following day to complete the final portion of the case.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.